Manufacturer narrative:
Product complaint # (B)(4). Date sent: 11/22/2019 . Data evaluation summary: call home was reviewed for system nm16nea00424. The given case date was 7/25/19. Pr15, nm18ncb76895. Delivery 1: 35w, 0:39 reflected power end of ablation, delivery 2: 35w, 0:07, delivery 3: 45w, 0:30, delivery 4: 45w, 0:30, normal ablation temperatures were seen. No device will be returned to neuwave for further investigation, as the probe was discarded. The root cause of the issue is unknown. Additional information provided: per the physician, the probe was approximately 2 cm deep in the tissue. He stated they did two 30 second ablations at 30w. They always have someone hold the cannula at the base of the skin so that they can feel if it gets hot. They continue to use microwave and just want to know how to prevent a skin burn from happening again. Call home was discussed. According to call home, there were 4 ablation cycles on (B)(6) 2019; all were over 30w. There was discussion about the possibility of one of the thermocouples being exposed to air, which would have resulted in a lower temperature reading. That was possibly why the wattage was increased, but the physician could not recall the specific discussions that took place during the procedure. There was further discussion about the protocol. There was also discussion about the emitting zone being 1 cm back from the probe tip versus at the probe tip, so the ablation zone starts to grow from 1 cm back. During the protocol conversation, the article on power and time for bone ablation was discussed. There was also discussion of the patient burn being related to the approach and that the anterior approach may not be the right one. The physician could not confirm the type of infection. The patient had a skin graft; however, the patient was described as an active child and due to over-activity, the skin graft fell off. The wound is currently healing by secondary intention.

Manufacturer narrative:
Product complaint # (B)(4). The procedure was performed on july 25th and was an ablation of an osteoid osteoma on a pediatric patient where they drilled into the tibia through the shin and then used microwave. There were no issues during the procedure. The sales rep in the case noted that he did recall the physician mentioning that it seemed like the skin was getting hot, but the ablation was completed successfully. It was unknown how deep the probe tip/emitting point was during the ablation. When asked about the ablation protocol that was used, the sales rep responded that the doctor had spoken with other physicians at the university of (B)(6) as well as other clinicians to get the time and power protocol they had used. The protocol was believed to be 30 seconds on and 30 seconds off at 30 watts for a cycle of three. To the best of his knowledge, the sales rep thought they only did two cycles. When asked about the referral pattern, the sales rep responded that the patients are coming from orthopedic surgeons. This hospital has an ablation program and they had been using rf ablation to treat osteoid osteomas and had wanted to move to microwave ablation. They had reviewed a paper published by the university of washington and spoken to other clinicians, which is how they came to a consensus on treating these types of lesions. But, based on this issue, they would like more information. The patient had an infected skin burn that was treated by debridement and skin graft. Osteoid patients do not typically have a follow up x-ray, but one was done in this case. The doctor felt the ablation zone was rather large at about 1.6 cm. This was a shin so it was not a concern in this case, but he expressed concern about nerve damage in other places like hips. The doctor had mentioned that there is also an option to approach from the calf to avoid impact to the skin for these types of cases. The patient is reportedly doing well now. Photo evaluation summary: images were reviewed by ethicon medical safety. There are 5 pictures available for assessment: two color photos of lower leg taken at the initial procedure time and one month post ablation; three x-ray films of the tibia taken one month out and labelled as a, b, and c. On the initial photo, there is a round skin burn area with some skin blacken in the middle and pale white color surrounding the central blackening. The presentation of the skin burn appears to be consistent with third degree skin burn during the initial ablation procedure to treat an ostioid osteoma. There is also some inflammation around the perimeter of the burn area. On the photo taken one month post ablation, the area of skin necrosis increased with dead tissue in the wound and possible occurrence of infection/inflammation. There is also a prominent inflammation ring around the affected area. For the x-ray films, a is the native x-ray, showing wedger shape low density on the tibial bone which represents the access of the ablation probe. The b and c are the same anatomic area but altered the density properties to better show the rounded area of sclerotic reactive bone in the ablation zone. B shows the findings without annotation. C shows how this ablation zone would have extended outside of the skin, per the blue circle with dotted lines.

Event description:
It was reported that during an ostioid osteoma ablation the patient received a skin burn. Over the course of a month the burn grew. The patient had a skin graft and is now fine.